Event description:
The customer reported that intermittently there is a speaker malfunction error message displayed. No pt harm was reported.

Manufacturer narrative:
(B)(4): the information provided did not indicate whether there was a loss of audio. A follow up report will be submitted upon completion of the investigation.